Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h3 investigation summary: complaint sample review : one complaint sample of partial drain (of around 150 mm) without any trocar was received for evaluation; product was checked visually and found that there was a clear cut mark visible on the separation surface of the drain. Since, the silicone elastomer suction drain tubing is soft and pliable. It should not be handled or come into contact with pointed toothed, sharp-cornered, or even blunt instruments, as punctures, surface cuts, nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the drain and/or fragment retention within the wound. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Due to the damages found on the device the complaint was confirmed. Even though the condition is confirmed it is found not justified since the assignable cause for the condition is not related to the manufacturing process within manufacture control. Documents review: not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review: not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. As lot number of the complaint was unknown, hence, batch history review was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: -the treatment for this event was completed by replacing the drain with a new one. -there is no problem with the patient's condition. Additional information has been requested and received. What is the lot number? Unk. - did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? - was the drain broken into two or more pieces? Unk. - was the broken drain removed completely from the patient? Unk. - were any pieces left inside the patient? Unk. - if yes, was the patient taken back to the operating room to remove the broken drain surgically? Unk. - if not already removed, are there any plans in place to remove the drain from the patient? - what is the current condition of the patient? The product was broken outside of the patient. - please perform and document the follow up attempt for product return. We regularly contact with sale rep about the device returning. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq): (B)(6). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Date of procedure? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Was leakage detected? If so, where? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Was a 2nd procedure performed to remove and replace with a new drain? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? If applicable, will product be returned? If so, please provide the return date and tracking information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in (B)(6) 2025 and a drain was used. The drain was broken in the ward after surgery. -the treatment for this event was completed by replacing the drain with a new one. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. What were the precipitating factors prior to breakage of the drain. Procedure name? Unk date of procedure? Unk were there any intra-operative complications? If so, what were they?unk where was the tip of drainage tube located?unk how was the drain secured?unk what was the date of first activation?unk how was the product function verified following the first activation?unk who monitored the drainage and how often?unk was leakage detected? If so, where?unk please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure .unk the diagnosis and indication for the index surgical procedure?unk were any concomitant procedures performed?unk was a 2nd procedure performed to remove and replace with a new drain?unk other relevant patient history/concomitant medications?unk what is the physician¿s opinion as to the etiology of or contributing factors to this event?unk what is the patient's current status? Unk surgeon¿s name? Unk if applicable, will product be returned? He device will be shipped this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.